Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 84% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation using 2.0x20mm maverick balloon catheter, a 3.50x28mm synergy stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the front segment of the stent struts was ruined. The procedure was completed with a 3.5x28mm synergy stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 84% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation using 2.0x20mm maverick balloon catheter, a 3.50x28mm synergy stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the front segment of the stent struts was ruined. The procedure was completed with a 3.5x28mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts on the distal end lifted and stretched distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.